Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion system shut off when unplugged. The light indicator on the battery showed the system was fully charged. As a result, an alternate system was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.